Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant testing for this device, loss of telemetry was observed during ventricular fibrillation (vf) induction testing. As a result, the patient required external cardioversion. The telemetry session was then restarted and normal induction testing completed. Boston scientific technical services (ts) review of stored log files, showed a dropped telemetry following charge completion, just prior to shock delivery. A device reset was also noticed at the time of attempted shock. No additional adverse patient effects were reported. This system remains in service.